Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore. On (B)(6) 2016, the patient presented with a thoracic aortic aneurysm that was successfully treated with two conformable gore® tag® thoracic endoprostheses. On (B)(6) 2016, the patient was diagnosed with temporary paraparesis. The patient was transferred to the vascular neurology department and additional imaging and medical treatment were performed. No image characteristics of an ischemia were identified. Reportedly the patient completely recovered within 48h.

Manufacturer narrative:
Medwatch # 2017233-2017-00035 was sent in error. Additional received information determined that this event is not reportable to the FDA and therefore the medwatch (and supplementals) will be retracted.